Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection showed the unit was heavily soiled with organic material impacted between the inner and outer drill. A spring test was performed, once the drill was freed from dried organic material the unit passed the spring test and functioned as designed. A functional test was performed after the unit was freed and successfully drilled 5 holes with no issues and functioned as designed. Unit passed all tests. Therefore, the complaint condition could not be confirmed. Root cause - product was received for analysis and the analyst could not confirm the complaint condition. Root cause remains undetermined.

Event description:
N/a.

Event description:
A facility reported a perforator (ID 261221) suddenly plunged in the middle of drilling. After hemostasis with cottonoids, pressure, time, bipolar cautery and surgicel, the procedure was completed successfully with a replacement product available. The event led to 20 minutes surgical delay. The manufacturer of the drill is an electric medtronic drill, the perforator clicked in place with the drill. The angle of approach was perpendicular as the IFU states and it was maintained through the drilling process with a constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.